Event description:
It was reported that stent dislodgement and thrombosis occurred. The 80% stenosed 16x2.25mm concentric de novo lesion contained >45 and <90 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending artery (lad) extending to the left circumflex artery (lcx). The lesion was predilated. Following the deployment of a 3.0x28mm non-bsc stent to treat the distal lad and the deployment of another 3.5x23mm non-bsc stent to treat the proximal lad next to the left main (lm) coronary artery, a 16 x 2.25mm taxus liberté drug eluting stent was selected for use and advanced to treat the mid and distal left circumflex artery (lcx). While advancing the device, difficulty crossing the lesion was encountered and the device came in contact with the implanted non-bsc stent in the proximal lad . The stent dislodged in the lm. Attempts in retrieving the stent were performed but failed and the patient experienced thrombosis. The dislodged stent was retained inside the patient. The stent is believed to be in either the lm to lad or the lm to lcx. The procedure was completed with the implant of a 3.5x18mm non-bsc stent in the lm and the lad and a 2.5x25mm non-bsc stent to in the lcx and lm. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).